Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump got wet prior to the issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.